Event description:
The device was used during a video assisted thorasic surgery lobectomy procedure. Reportedly, the staples did not form properly and the instrument broke. The surgeon applied another device and resected the tissue at the application site to complete the procedure. The hospital has reported no patient injury occurred.